Manufacturer narrative:
Device lot number corrected from 0018887132 to 0020638258. Device expiration date corrected from 02/03/2019 to 05/11/2020. Batch manufactured date corrected from 02/05/2016 to 05/15/2017. Device evaluated by MFR: the complaint device was received for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was seen escaping from a balloon pinhole leak at the proximal edge of the proximal markerband. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination of the tip identified distal tip damage. This damage is consistent with the tip being pushed against a restriction such as stenosis. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous pulmonary artery. An 8.0 x 20, 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: under 18 years old. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous pulmonary artery. An 8.0 x 20, 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.